Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that the patient¿s implantable neurostimulator (ins) had stopped working. It was stated t here was no stimulation. The patient was implanted for sciatic nerve injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.